Event description:
Customer reports receiving an error as soon as she turns on meter, while using the aviva system and was unable to test. Customer was using expired test strips. Customer reports she was having high blood glucose symptoms and drove herself to the hospital. Customer reports the hospital tested her with a result of 571 mg/dl; was treated with an IV insulin drip and was released the next morning.